Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose value. Customer stated, they gave themselves a shot because of high blood glucose value of 486mg/dl and the values went down to 48mg/dl and 68mg/dl. Customer ate something. Insulin pump will not be returned for analysis.